Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted. Insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with unexpected restart alarm. The blood glucose was 201 mg/dl at the time of the incident and other day the blood glucose was 90 mg/dl. Troubleshooting steps were guided for unexpected restart alarm. Unexpected restart alarm was recurring during normal pump use. The insulin pump will be returned for analysis.